Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed upstream occlusion and could not be resolved. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.